Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device detached at the drainage tap where the cerebrospinal fluid drips into the bag. The device could not be reassembled. The physician replaced the device with another one, and the issue was resolved. The patient was fine, but a new device had to be opened up and switched over.